Event description:
The customer reported that during the routine check, an alarm, "electrical failure code 117" (front end a/d ref failure at power up) was displayed on screen when the iabp was powered up. No pt was involved.

Manufacturer narrative:
The company rep confirmed the reported event. The front end board (part number 0670-00-0668e) was replaced. The company rep performed calibration and safety test. The unit met factory specification. And was returned to the customer. (B)(4).